Manufacturer narrative:
The impella lp2.5 was not received as it was discarded by the customer. Should new information be received after this report, a final (B)(6) will be filed at that point.

Event description:
The complainant reported a (B)(6) year old (B)(6) male presenting with myocardial infarction and cardiogenic shock. An impella lp2.5 device was inserted, thereafter. The patient was diagnosed with thrombocytopenia, developing from sepsis. As a result, the patient was treated with antibiotics.

Manufacturer narrative:
Erroneously referred to regulatory report as "yoshiki" in initial MDR. Statement should read "should new information be received after this report, a final MDR will be filed at that point." The impella lp2.5 discarded by the customer, therefore, unable to be returned for investigation. A failure analysis investigation was performed to review the device history record and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot.